Manufacturer narrative:
A review of the DHR and inspection records could not be conducted since a lot number was not provided. According to the customer, the sample was misplaced . Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results are inconclusive and determining a definite root cause and corrective action is not possible. If the sample is located and returned at a future date, this complaint will be reopened for further evaluation at that time.

Event description:
Rn attempted to push IV medication, noted minimal resistance with flushing followed by visual breakage of PICC line. Occurred during patient use (product use time: 11 hrs and 19 mins) ¿ no patient injury reported.

Manufacturer narrative:
The customer returned only the hub of the catheter. The strain relief was still attached to the hub and there was no remnant of the catheter inside the hub. The catheter tubing was not returned. Based on the review of the hub and strain relief, a definite root cause for the reported issue of resistance to flush and breakage could not be established. Since a definite root cause could not be established, no corrective action will be taken. Argon will continue to monitor for issues of this nature in the future.

Event description:
Rn attempted to push IV medication, noted minimal resistance with flushing followed by visual breakage of PICC line. Occurred during patient use (product use time: 11 hrs and 19 mins) ¿ no patient injury reported.

Event description:
Rn attempted to push IV medication, noted minimal resistance with flushing followed by visual breakage of PICC line. Occurred during patient use (product use time: 11 hrs and 19 mins) no patient injury reported.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.